Event description:
A physician reported that during surgery, the cutter in the ophthalmic system was unable to cut and produced an abnormal noise. The surgery was completed on the same day using an alternative cutter; however, the abnormal noise persisted. Procedure details and patient impact have not been provided. Additional information has been requested but is not available at the time of this report. This report pertains to ophthalmic system involved for this reported event.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.